Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was not returned for analysis. The stent was returned deployed inside the lumen of the microcatheter. An unsuccessful attempt was made to remove the stent by advancing a 0.0160" mandrel from the hub end and also the distal end of the microcatheter. Failing this, the microcatheter was cut open just distal to the stent (blockage) location and a mandrel was then used to push the stent out through the proximal (hub) end of the device. Once removed, the stent was noted to be deformed towards the proximal (closed cell) end. There was also some material present causing a constriction in the middle of the stent. Functional inspection could not be attempted as the stent was returned already deployed inside the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned deployed inside the microcatheter. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the stent stuck after passing the hub of the microcatheter. The stent and microcatheter were removed. The procedure was completed with the new microcatheter and new stent. Patient was stable after the procedure'. The stent was returned for analysis deployed inside the lumen of a microcatheter, approximately 2cm from the distal end of the molded hub. It was not possible to flush the microcatheter due to the blockage created by the stent. The microcatheter was cut and the stent was then able to be pushed out into the microcatheter hub using a 0.0160" mandrel. Following its removal from the lumen, it was noted that the stent was also wrapped with some sort of tubing. The stent was deformed towards the proximal end of the device. The introducer sheath was not returned and neither was the stent delivery wire (sdw). Given the lack of subject stent components returned for analysis, it is very difficult to determine exactly what might have occurred that would have resulted in the stent deploying inside the microcatheter lumen on this occasion. An assignable cause of procedural factors has been assigned to the reported event ¿stent difficult/unable to advance or pullback through catheter' and analyzed events ¿stent deployed prematurely during use¿ and ¿stent deformed¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject device was returned for analysis and the device investigation revealed that the stent deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.